Event description:
A customer reported observing a "disconnected restrictor" on a small volume intermate device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured march 7, 2014 to march 12, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection showed that the distal luer lock had been broken off at the junction of the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.